Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 75% stenosed target lesion was located in an area of instant restenosis in the moderately tortuous and moderately calcified mid left anterior descending artery. On the first inflation the 2.25x15mm apex monorail balloon was inflated to ten atms for five seconds and ruptured. The procedure was completed with a different device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a non bsc stent was used to treat the instent restenosis.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)